Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Customer stated that the patient was an adult female. Additional patient information: diagnosis; aml.

Event description:
It was reported that the device alarmed for an occlusion during infusions of unspecified medications infusing on two of the pump modules in use. One of the three pump modules in use at the time of the event had vancomycin 1500mg/250ml infusing at a rate of 83.3/hour. Upon assessment it was found that two tubing sets were found to have a balloon at the top of the silicone segment. No IV push medications were administered and both tubing sets came from the same lot number. It was also noted that the channel a pump module displayed a "system error" message. A third tubing set was obtained from a different lot number and no other issues occurred. The patient was c-diff positive. There were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
Additional information added; h.6. (Device code) correction to sections: b.4, and g.4. The customer's report that the tubing ballooned was not confirmed. The customer did not send in the pump modules this event took place on. Due to the report of the suspect set samples being contaminated with c-diff, it was decided that the sample would not be investigated and was disposed of to eliminate the risk of exposure. The root cause could not be determined.

Event description:
It was reported that the device alarmed for an occlusion during infusions of unspecified medications infusing on two of the pump modules in use. One of the three pump modules in use at the time of the event had vancomycin 1500mg/250ml infusing at a rate of 83.3/hour. Upon assessment it was found that two tubing sets were found to have a balloon at the top of the silicone segment. No IV push medications were administered and both tubing sets came from the same lot number. It was also noted that the channel "a" pump module displayed a "system error" message. A third tubing set was obtained from a different lot number and no other issues occurred. The patient was c-diff positive. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.